Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3389-40, lot# j0519623v, implanted: (B)(6) 2005. Product type: lead: product ID 3389-40, lot# j0519623v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported the patient's device became infected and "pushed out." No further information was reported.

Manufacturer narrative:
(B)(4).